Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that island dressing makes him itch when he wears it and irritates his skin.

Manufacturer narrative:
This event was initially reported to the FDA via voluntary medwatch mw5169204. This report is to acknowledge receipt of the medwatch form, received by amd medicom on may 6, 2025. Since no lot number was provided, a thorough investigation cannot be performed. The manufacturer confirmed that there was no change on used adhesive, manufacturing technology was found. The adhesive grammage, peeling strength were all checked before the release. Skin pasting test for this complained on different body part of different people, and these people move normally, and no abnormity was found after 24 hours pasting test. Therefore, no root cause could be determined, and the manufacturer states that this event could be related with use condition, pasting time, pasting method, pasting position and personnel skin status. The biocompatibility test was rechecked for this product, and the results are pass.